Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The high voltage cable assembly was repaired. No further info is available.

Event description:
The customer reported that the collimator was not working on the 9800 system. No pt injury was reported.